Event description:
It was reported that the #0, #1, #2, #3, #4, #5, #6, #7, #8, #9, (.) And ok keys to be inoperable. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #0, #1, #4, #6, #7, #9 and ok keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the okay key will occur following the selected key's function (e.g. When the #2 key is pressed the #2 key followed by the ok key is entered). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.